Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an aortic valve replacement on (B)(6) 2013 and a drain was placed in the thorax. However, upon activation, air leakage occurred. The device failed to drain. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.